Manufacturer narrative:
(B)(4). Additional information received: did the tissue pad melt? (See pictures below which shows the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿). The pad did not melt. It just left partially its initial position. Shifted relative to its axis. It dislocated in relation to its axis. Or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?). It did not break and did not detach totally. If yes, did any piece fall into the patient? No. Was the piece retrieved? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Probably not.

Manufacturer narrative:
(B)(4) date sent: 1/10/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an axilar lymphadenectomy procedure, the product used released its white cover. The product presented defect during its use. There were no adverse consequences for the patient.